Event description:
It was reported that the customer was experiencing a keypad anomaly. The customer's blood glucose was 72 mg/dl. The customer stated that when she presses the act button, the insulin pump goes directly to the bolus wizard instead of the main menu. The customer stated that the act button was not functioning properly. The customer stated that this issue happened once in a while for one month. Customer stated there was no physical damage, moisture damage or anything else that could have damaged the insulin pump. Advised customer that the pump would have to be replaced and to revert to a back-up plan. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump has minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.